Event description:
The pt experienced a loss of therapeutic effect following a fall and the loss of 50 pounds. She also had 3 urinary tract infections this year and experienced pain when urinating recently. Her stimulation was verified as on. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).